Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled a cartridge with 300 units of insulin and then inserted air. The customer¿s blood glucose level was 280 mg/dl. Reportedly, tandem technical support instructed the customer to load a new cartridge by removing air and then loading insulin which resumed insulin delivery.